Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11. Corrected fields h6 type of investigation component codes e1 event site postal code and event site state. Nurse verified there was no blood in the helium tubing and that all lines and connections were free from kinking secure and appropriate. Nurse reported that the patient is alert oriented and has been up talking and has have several bouts of forceful coughing. Esp personal explained the nature of the alarm and that it was likely triggered by a combination of the above clinical factors. Esp personal gave nurse direct contact number should the alarm sound again so they could troubleshoot together.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.